Event description:
A report was received that the patient underwent a pocket revision procedure. The patient had lost weight (not device related) and the ipg had slipped to the side. The physician revised the patient's pocket and the patient is reportedly doing well.